Event description:
See MFR. Rep. # 6000153-2012-00157, 6000153-2012-00158, 6000153-2012-00160, and 6000153-2012-00161.

Event description:
It was reported that the distal tip of the lead was anomalous. There was a slightly curved bulge at the distal tip of the lead. The diameter of the lead at the end was larger than on the rest of the lead. The surgeon had to open 7 boxes to find 2 normal leads. The 5 other were abnormal. There was no patient injury and it was reported that the patient was fine. See MFR report # 6000153-2012-00157, 6000153-2012-00158.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the lead model 3389-28 lot unknown found the lead was bent, new out of the box. The distal end of the lead was bent. There was excessive adhesive at the distal end. (B)(4).